Event description:
Adverse event(s): "there was a 20 minute delay" (surgical procedure, delayed). Product problem(s): "system messages displayed during set-up" (device displays error message). The nurse reported system messages displayed during set-up. The system was rebooted but this did not clear the system messages. The system was switched out and the case was completed. There was a 20 minute delay and the patient was anesthetized. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and replaced the illuminator. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).